Event description:
It was reported that a nurse hurt her back while operating a recliner.

Manufacturer narrative:
Customer admitted that the injury was related to improper ergonomic positioning and misuse. The nurse bent over to operate the reclining arm which is meant for pt operation.